Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for an error during a bolus and that it was happening every day. The customer also reported that the insulin pump alarmed for no delivery, sometimes after a set change. The blood glucose reading was 257 mg/dl. The insulin pump had also alarmed for motor errors. The no delivery alarm did not occur during the prime, and was a past event which was resolved by a set change. The drive support cap appeared normal and recessed. The insulin pump was not exposed to a strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.